Event description:
Healthcare professional via regulatory agency reported left side rupture and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.1., d.4., g.1., h.4., h.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "capsular contraction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional via regulatory agency reported left side rupture and capsular contracture, baker grade iii. The device has been explanted.